Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. A lot number has not been provided, therefore a review of the manufacturing records is not possible. Recurrence is a known inherent risk of the procedure and is identified in the adverse reaction section of the IFU as a possible complication. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following has been alleged by the patient's attorney: it is alleged that on (B)(6) 2005 the patient underwent an unspecified procedure in (B)(6), during which a bard composix kugel hernia patch was implanted into the patient's abdomen. In 2014 the patient developed serious infections and other complications due to the implanted patch. As alleged, these conditions required multiple procedures to remove pieces of the patch which had deteriorated and spread throughout his body. The attorney's report alleges physical injuries including bowel perforation, infection, recurrent hernia, bowel injury, major surgery to remove the patch, physical disfigurement and severe and permanent injury due to the "implanted kugel patch."

Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. Limited medical records were received on 09/01/2016 which included an implant tracking log only, no additional details was provided. The product codes provided were valid for a davol kugel mesh patch and not a composix kugel hernia mesh as was originally alleged. In regards to the allegations of recurrence and infection, recurrence is a known inherent risk of the procedure and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional information is obtained, a supplemental MDR will be submitted. Not returned to manufacturer.

Event description:
The following has been alleged by the patient's attorney: it is alleged that on (B)(6) 2005 the patient underwent an unspecified procedure in (B)(6), during which a bard kugel hernia patch (originally alleged to be a composix kugel hernia patch) was implanted into the patient's abdomen. In 2014 the patient developed serious infections and other complications due to the implanted patch. As alleged, these conditions required multiple procedures to remove pieces of the patch which had deteriorated and spread throughout his body. The attorney's report alleges physical injuries including bowel perforation, infection, recurrent hernia, bowel injury, major surgery to remove the patch, physical disfigurement and severe and permanent injury due to the "implanted kugel patch."